Event description:
During an endoscopic biliary stent placement procedure, the physician used a cook endoscopy fusion zilver biliary stent system. The duct was curved due to the cholangiocarcinoma. Resistance in advancing the wire guide through the stricture was encountered. Resistance in advancing the stent introduction system into position was also encountered. Once the stent was deployed, the tip of the introduction system lodged on the stent and could not be removed from the patient. The physician cut the catheter of the introduction system to facilitate removal of the wire guide and endoscope from the patient. Another endoscope was advanced into the patient and a dilation balloon was used in an attempt to straighten the curved duct. The physician used biopsy forceps in an attempt to remove the tip of the introduction system from the stent, but the forceps grasped the far end of the stent. The forceps pulled small sections of the stent out of the patient. The small sections were successfully removed and did not create a foreign body. The section of the stent that was not removed with forceps remained in the duct. The tip and the catheter of the introduction system remained in the patient. The catheter of the introduction system was taped to the side of the patient's cheek. Two days later, the catheter of the introduction system was removed by using endoscopic scissors. The endoscopic scissors were used to cut the catheter from the tip of the introduction system inside the stent. The tip of the introduction system remains in the stent inside the patient. No additional procedures were required other than what was described above. There were no adverse effects on the patient, other than the emotional trauma of having the introducer taped to the cheek.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the used device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the information provided indicated the duct was curved due to the cholangiocarcinoma. Resistance during introduction system removal could have occurred due to the anatomy of the patient. Small pieces of the stent were removed from the patient in an attempt to remove the tip of the introduction system. The instructions for use warn the user that this stent is considered a permanent implant and is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. The information provided indicated resistance was encountered during advancement of the wire guide and the introduction system through the stricture. The instructions for use caution the user not to place the stent if the wire guide or stent cannot advance through the obstructed area. The additional information provided indicated a sphincterotomy and biliary dilation were not completed prior to the stent deployment. The instructions for use for this product line advise the user that a sphincterotomy and/or dilation of the strictured area may be performed to ease deployment in narrowed strictures. These activities will aid in smooth stent deployment. Not performing a sphincterotomy and/or biliary dilation could have contributed to this observation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.